Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking from arterial statlock extension tubes is confirmed but the exact cause could not be determined. Two arterial statlocks were returned for evaluation. An initial visual observation showed some blood use residues throughout sample 1 and sample 2. The luer of sample 1 and sample 2 appeared cracked. The luer of sample 2 appeared to have missing threads. A functional test of attempting to infuse water into each returned sample using a 12 ml syringe revealed the luer for each device leaked severely. During functional testing of sample 1, one of the threads on the luer of sample 1 broke off the device. A microscopic observation revealed several longitudinal cracks along the luer of each returned device. The breaks in the luer had uneven fracture surfaces for each sample from what appeared to be brittle failures in the material of the luer. Because use residues were observed throughout each returned sample and cracks were observed along the luer of each device, the complaint of leaking arterial statlocks is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leaking stat-lock arterial line device, newly inserted arterial line stat-lock device noted to have blood backing up and leaking on pillow, upon switching to new line, noted crack in tubing where blood was leaking from. Product issue with cracking causing blood to back up into tubing, inaccurate blood pressure. Switched to new stat-lock with no issues. No other information was provided. 06/12/2024 - two arterial statlocks were returned for evaluation. The luer of both samples were cracked. This report addresses the second sample.